Event description:
Our office in another country rec'd information that a female consumer experienced corneal abscess and acanthamoeba keratitis while using complete moistureplus with her biomedics contact lenses. Pt was treated with antibiotics and pomade; outcome of residual scar is affecting her visual acuity. Patient will undergo corneal transplant in october. She has reportedly been using this brand of solution for four years, and changes her contact lens case with each new bottle. Complaint unit has been discarded; lot number unknown. Patient does not swim or bathe while wearing her contact lenses. We are attempting to obtain further info.

Manufacturer narrative:
Lot number of solution used by pt is unknown, and the MFR does not have any info that would allow us to further our investigation of lot number. It is unknown if the device failed to meet specifications as we have not rec'd the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not rec'd the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. See scanned page.